Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were not crossing over to pyxis. There appeared to be a significant delay of 30 to 60 minutes from the time an order was placed to when it appeared in pyxis. By 0030, the pyxis machines resumed normal functionality. At around 2300, a new ed patient did not populate in pyxis. Due to the patients urgent condition, a temporary profile was created to obtain the required medications. This issue reportedly occurred with communication delays lasting 30 to 90 minutes. The delay was not reflected on the hsv server. As a temporary workaround, units experiencing the issue were placed into override mode, and generally after about two hours, the machines were returned to normal mode once the system corrected itself. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing to the pyxis. A technical support specialist (tss) dialed into the data base server and noted an uptime of eight days. Bloating was identified on the database, which was reduced from 820 gigabyte to 300 gigabyte, and on the database, which was reduced from 200 gigabyte to 130 gigabyte. The tss monitored the system for order delays occurring around 23:00 local time. The customer confirmed that the case could be marked as complete if no further slowness occurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were not crossing over to pyxis. There appeared to be a significant delay of 30 to 60 minutes from the time an order was placed to when it appeared in pyxis. By 0030, the pyxis machines resumed normal functionality. At around 2300, a new ed patient did not populate in pyxis. Due to the patients urgent condition, a temporary profile was created to obtain the required medications. This issue reportedly occurred with communication delays lasting 30 to 90 minutes. The delay was not reflected on the hsv server. As a temporary workaround, units experiencing the issue were placed into override mode, and generally after about two hours, the machines were returned to normal mode once the system corrected itself. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.